Event description:
Tech alleged that the head and knee section was not working. No pt impact.

Manufacturer narrative:
The tech found the hydraulic manifold is not working properly. The tech can hear the motor working but knee and head section are not raising. The tech checked the hydraulic manifold and found both head and knee up valves are not working. The tech replaced both head and knee up valves to resolve the issue.